Event description:
New information received indicated that an exit block and a steady rise in pacing impedance and thresholds continued to be seen on the right ventricular (rv) lead. The rv lead was capped and replaced on (B)(6) 2023. There were no adverse health consequences, the patient was stable.

Event description:
It was reported that episodes of non-sustained right ventricular oversensing was noted on a remote transmission. Upon review, loss of ventricular capture was observed. A rise in capture thresholds and pacing lead impedance were also detected on the right ventricular (rv) lead. The patient presented to the clinic on (B)(6) 2022, and programming changes were made. The patient was asymptomatic and in stable condition.